Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the freestyle libre reader would only power on when connected to the data cable. As a result of this, customer experienced a loss of consciousness and seizure and was incapable of self-treating. Customer had contact with an hcp and was diagnosed with hypoglycemia and treated with glucose orally and via injection. There was no report of death or permanent injury associated with this event.